Manufacturer narrative:
(B)(4). Concomitant medical devices: femur cemented posterior stabilized (ps) narrow left size 6, catalog#: 42500006001, lot#: 63425836. All-poly patella cemented 32 mm diameter, catalog#: 42540200032, lot#: 63782586. Tibia cemented 5 degree stemmed left size c, catalog#: 42532006401, lot#: 63744318. Palacos r+g pro 75, catalog#: 66044274, lot#: u107. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision approximately four and a half years post-implantation due to instability. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided pictures identified foreign material on the implant, but no other definitive statements can be made. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.